Event description:
The hcp reported that following pump replacement surgery, the pt developed an infection over the pump pocket site. The site was draining and looked infected. The hcp didn't want to access the reservoir port due to the infection and was considering programming the pump to the minimum rate and supplementing the pt with oral medication. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.